Manufacturer narrative:
Device received for evaluation. Tests: self-test and visual inspect. Self-test passed. The device was found set on default settings of rate instead of kvo (keep vein open). Research and development (r&d) engineering was provided a copy of the pump clinical & diagnostic logs. Engineering analyzed the pump logs for the period surrounding the reported incident date of (B)(6) 2022. Logs show the user attempted to clear distal air incorrectly by back-priming (which, per the system operating manual, is not effective in clearing distal air ¿ as backpriming only moves fluid between the a & b ¿proximal¿ lines). Engineering evaluates the complaint details are partly confirmed, specifically, that the infusion programmed for over 6 hours stopped for air in line after about 1 hour and about 60 ml delivered. However, the complaint that this was an over-delivery is not confirmed given the pump delivered accurately as programmed over the time it was infusing. The probable cause of the bag running dry after delivering 62.5 ml is the pump being hung with a bag volume much smaller than the programmed volume.

Event description:
The event involved a plum 360 device where it was reported that the pump over medicated the patient. It was reported that a patient was in house for scheduled chemotherapy including cisplatin, that should have been given over 6 hours. The registered nurse (rn) programmed the pump for 70 ml/hr but the entire bag infused, even though the volume logged infused by the pump was approximately 60 ml. Testing by clinical engineering confirmed pump was not infusing properly as described. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device has been received for evaluation and investigation is pending. F2-uf/importer report#: (B)(4).